Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. It was not specified as to when this occurred. The peripherally inserted central catheter line is clear but sediment is visible in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.